Event description:
It was reported that the patient experienced ineffective stimulation due a burning sensation and pain located at the ipg site. The patient reported a fall after implant. Surgical intervention may occur at a later date to address the issue.